Event description:
In 2009, the patient reported that in the last 2 days she has had "a couple of high sugars" and in the last week has had 2-3 low blood glucose readings. She stated when she had elevated readings she would continue to bolus insulin to correct her readings and then her blood glucose reading would go low. She stated that the day before, her blood glucose was 58 mg/dl at 6:17 am. She said she ate a piece of toast and drank apple juice to correct her reading. She stated she is away from home and has not been eating as much as she usually does. Troubleshooting did not find any product issues. The patient was advised to contact her doctor to discuss her readings. No product will be retuned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.